Event description:
It was reported that the patient with the pacemaker system including this right atrial (ra) lead was being prepped for a magnetic resonance imaging. Impedance measurements were completed and found this ra lead exhibited pacing impedance measurements greater than 3,000 ohms. A lead safety switch had been triggered as a result. Additional information has been requested but was not provided at this time. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.